Manufacturer narrative:
(B)(4). This case was initially submitted on 09/19/2016 but had failed the 3rd acknowledgement. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The spouse of a peritoneal dialysis (pd) patient reported that the patient used a baxter solution bag for his last fill of treatment. While the patient was in dwell 4 of 4, the solution line from the fresenius cassette/tubing set became disconnected from the baxter solution bag and fluid leaked on the floor. Technical support assisted the patient in canceling the treatment and advised to follow up with the pd nurse regarding this incident. Upon follow up with the pd nurse, it was determined that the patient did not experience any adverse events as a result of this incident. An effluent fluid culture was performed and the results were negative. The patient was prescribed antibiotics prophylactically.